Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient's blood glucose result was 200 mg/dl in the morning and "hi" mg/dl before eating on (B)(6) 2020. The patient went to the hospital and arrived at 12:30 p.m. The blood glucose result was 297 mg/dl on the hospital's meter. The patient was treated with a drop and regular insulin. The patient was released from the hospital at 4:00 p.m.